Event description:
Approx 75 pts with erratic calcium results. Initial results not reported, pts not adversely affected. Only the following examples were provided: pt 1 initial result 8.3 mg/dl, repeat 9.5 mg/dl. Pt 2 initial result 7.5 mg/dl, repeat result 8.7 mg/dl. Pt 3 initial result 8.3 mg/dl, repeat 9.4 mg/dl. Pt 4 initial result 8.1 mg/dl, repeat 9.2 mg/dl. Field service rep found root cause to be dirty stirring paddle which was cleaned. Performance tests were performed.